Manufacturer narrative:
(B)(4). We received one used, (three quarters filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was missing and the patient connector was not closed. The original wing cap was not handed over by the customer. On the tube we detected a knot. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the knot and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). Leaks were not detected. The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): the customer complains that the patient went to the hospital in order to remove the infuser with 5 fu and the infuser was not empty, it still has plenty of content. It was removed, the cvc was permeable.

Manufacturer narrative:
(B)(4). Statement from our manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is closed and the original wing cap has been replaced with red closing cone. Big top cap is opened and discofix cap is removed. Detected crystallized residue at filling port. Additionally, detected crystallized residue at male luer lock. Red closing cone is removed and clamp clip is released. No flow detected at the pump. Complaint sample is left for 30 minutes. The pump remained not flowing. No other deviation is observed. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at point a (microbore tube, before male luer lock). Immediately detected flow. Therefore, blockage contributor is narrowed down to section a. Section a is brought back to bmi for decontamination and further investigation. The rest of the pump are disposed at the hospital. Section a is manually purged with some air using syringe. No air bubble observed. Section a is blocked. Section a is then viewed under smart scope. Found crystallized residue inside microbore tube lumen. Section a is then dissected into 2 parts; section b (connections part) and c (tube portion). Section b and c are then tested with leakage test. Both sections are flowing. Conclusion: complaint sample is blocked due to crystallized residue inside microbore tube. However, during leakage test, the crystallized residue could have been purged out, and clearing the pathway of microbore tube. Therefore, the complaint sample is not judgeable. Justification: not judgeable.